Event description:
Hospitalization reported due to high blood glucose. The blood glucose reading was 900 mg/dl. Customer was nauseated, vomiting, excessive thirst, urination, irritability and abdominal pain. Hospital treated with insulin drip for five days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.